Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a left ventricular (lv) lead showed rv shock lead impedances getting higher to out of range values as well as an increase in rv lead pacing thresholds. Furthermore, the lv lead had been cut during a valve surgery. The non bsc right atrial lead also showed high thresholds. This failing system was taken out of service and a new pacemaker system was implanted on the right side as the patient's ejection fraction had improved. The ra and rv leads were surgically abandoned. No additional adverse patient effects were reported.